Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject¿ sclerotherapy needle device was used in the patient¿s ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the needle perforated through the catheter sheath. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.